Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's internal battery was observed. Service of the device was cancelled by the customer due to the cost. The device's internal battery needs to be replaced to address the issue.